Event description:
Litigation papers allege: bilateral patient was implanted with a depuy pinnacle mom hip implant on his right side on or about (B)(6) 2008. (Left side was reported in a separate complaint.) Patient began to experience severe pain and discomfort in his right hip, which worsened and became debilitating. On or about (B)(6) 2009, patient was revised, and had a new pinnacle mom hip implant put in place of the old one. During that surgery, it was found that the right hip failed due to failure of ingrowth and loosening of components. Update rec¿d (B)(6) 2012¿ pfs and medical records received. Part/lot was provided. After review of the medical records the patient was revised for pain, discomfort and loosening on (B)(6) 2009. The stem, cup, and screw were all found to be loose with no bony ingrowth. The cup was also found to be laterally placed, which could be attributed to the looseness. The stem and screw are being added to the complaint for loosening. The head and liner were already added for pain/discomfort. After the revision the patient still experienced pain, so the new head and liner were already added. There is no new additional information that would affect the existing MDR decision. The complaint was updated on : (B)(6) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.